Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (does not recognize ECG signal) has been confirmed.  Upon investigation the monitor was unable complete essential performance testing. The monitor's electrode belt receptacle pulse two pin was bent. The root cause for the damaged receptacle was excessive force. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor does not recognize ECG signal.